Event description:
The lead was returned to the manufacturer after being explanted due to a downgrade procedure. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Concomitant products: c154dwk bi-ventricular defibrillator (B)(6) 2008; 6949 implantable tachy lead (B)(6) 2005; 4194 implantable pacing lead, (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2003. (B)(4).